Manufacturer narrative:
The subject device was returned and visually evaluated. The barrel insert at the distal end of the device was found to have detached from the cannula assembly and was not returned with the device. The tabs that hold the barrel insert in the cannula had been crimped, however, it appears that forces applied to the device during use resulted in the barrel insert being expelled. Components of the device were noted to be damaged from applied force. The guide wire and back up tabs were both significantly bent. A review of the manufacturing records found no anomalies. Based on the available information the reported problems experienced by the user contributed to suboptimal performance and damage to the device components. The instructions-for-use (IFU) supplied with the device states, "if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." The sales rep. Made the surgeon aware of the detached component. The surgeon watched the video recorded during this case and assured us that there was nothing left inside the body. As such it is not known when the piece came free but it does not appear to have presented while in use in the body. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a laparoscopic ipom, the optifix fixation device was used in 3cm hernia gap fixating a ventralight st. The first fasteners were well penetrated into the tissue. The fourth and fifth fastener came out broken. The subject product was returned for evaluation and it was noted that the barrel insert was missing from the device. The barrel insert was not returned with the sample.